Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was programmed and monitored for 24 hours with no unexpected error alarms or battery alarms. All operating currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It is reported that customer received a low battery alarm and when customer attempted to change battery, an unexpected restart was received. Customer's blood glucose was 97 mg/dl. Insulin pump would be replaced. No further information provided.